Event description:
New information received noted that the right atrial (ra) leas was capped and replaced on (B)(6) 2022. No patient consequences reported throughout the procedure.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. The programming changes were made. No patient consequences reported.